Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump had flashing black and white. Customer's father was assisted with troubleshooting. Customer's blood glucose level was 73mg/dl at the time of the incident. The customer's father was calling back after receiving a new battery cap for a previous troubleshooting for blank display. The customer's father stated that the customer was jumping on a trampoline prior to the flashing display. The customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.